Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent diagnostic cystourethroscopy and perineal repair/ perineorrhaphy, due to sui, pelvic prolapsed and dyspareunia. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and other unspecified issues. It was reported that patient underwent stitch removal on (B)(6) 2009 for stitch extrusion. No additional information was provided.